Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the abdomen between 5 and 24 hours. The patient reported awakening on (B)(6) 2026 with elevated blood glucose (bg) levels and despite monitoring throughout the day, bg increased up to 24 mmol/l (432 mg/dl), and medical attention was sought that evening. The patient initially presented to a hospital and was subsequently transferred to a health centre, where hospitalization occurred for approximately 24 hours. Patient reported nausea, low blood pressure, and feeling 'crappy,' and was diagnosed with diabetic ketoacidosis. Treatment included intravenous fluids, oxygen therapy and manual insulin injections. The pod remained in use at the time medical attention was sought. Upon pod removal, healthcare staff reportedly observed the cannula to be partially dislodged. The patient reported that the cannula had appeared normal after removal and that the adhesive remained secure. The patient was discharged on (B)(6) 2026. The patient provided additional information on 08 july 2026. The patient went to the emergency room at (B)(6) hospital / (B)(6) at around 11 am and was then subsequently transferred via ambulance by the hospital staff to (B)(6) where they arrived at around 6:30 pm.